Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was low and depleting as expected when a malfunction alarm occurred. Subsequently, the pump shut off. Upon plugging the pump in to charge, the malfunction alarm was cleared. There was no patient involvement, as the pump was being used for demonstration purposes and was not being used on a customer at the time of the reported event.